Event description:
It was reported that within one day of implant, the patient experienced inappropriate therapy, with competitive pacing resulting from r-wave undersensing. The r-wave amplitude was noted to be small and variable in both unipolar and bipolar. The rv (right ventricular) lead was also reported to have pulled back as seen on a post-implant x-ray. Sensitivity was reprogrammed, and the patient was monitored overnight with normal function reported, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).